Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely that physical stress was applied to insertion section and charged coupled device (ccd) unit was damaged during user handling. In addition, the insertion section had leakage and water invaded the device during user handling of the device. However, a definitive root cause could not be established. The event can be detected by handling the device in accordance with the following section of the instructions for use: "-inspection of the endoscope :inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." The user can reduce/prevent the occurrence of the event by handling the device in accordance with the following statement found in the instructions for use" "-do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -do not coil the insertion tube, universal cord, or video cable with a diameter of less than 12 cm. Equipment damage may result. -be sure to perform a leakage test on the endoscope prior to manual cleaning. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. During the evaluation, it was determined that the scope had a good image, however, the insertion tube was torn, crushed and heavily dented. Due to the severity of the damage on the insertion tube, charge-coupled device (ccd) could not be recovered. Additionally, the evaluation revealed: leaking from the insertion tube; plastic distal end cover (c-cover) insulation failed; adhesive on bending section cover (a-rubber) had a chip; and reduced angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii bronchovideoscope displayed no image while preparing use for an unspecified procedure. There were no reports of patient harm or impact associated with this event.